Event description:
Foley sheared half way above the inflation port and connector to the drainage bag. The catheter was removed. The catheter was replaced. The event happened again. All of the catheter was retrieved both times. There was no adverse effect on patient.